Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the flow was faster than what it was programmed for. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's flow was faster while it was programmed for slow flow. There was no patient harm.